Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3. An xtw clip (50428r2109) was successfully implanted. To further reduce tr, an additional xtw clip (50508r1093) was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. There were difficulties grasping both leaflets. While trying to remove the clip from the chordae, tissue damage was observed on the septal leaflet and the first xtw clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient went into complete heart block and had a transvenous pacing placed. The clip was then deployed with only one leaflet grasped and chordae. During the deployment, the arm positioner would not rotate in the open direction to expose the pin groove. Troubleshooting was performed and the clip was implanted. Tr increased to a grade of 5. There were no clinically significant delay in the procedure.